Event description:
Ureteral stents placed by the urologist prior to total abdominal hysterectomy (tah). After completion of the tah the bilateral stents were removed by the ob/gyn. It was noted upon inspection that the right ureter stent was not completely removed. Abdominal CT confirmed retention of a portion of the stent. Pt. Returned to operating room and retained piece removed without difficulty. Per urologist's, "reasons of that fracture of ureteral catheter are unknown."